Event description:
The patient received a complete endometrial ablation procedure with the cerene cryotherapy device and was discharged home in good condition. Once home, she experienced numbness of the face and could not keep her eyes open. The physician asked her to return to the clinic for evaluation. The physician called a toxicologist and channel medsystems medical affairs representative to confer, as he wanted to know if exposure to nitrous oxide could be a possible cause of the patient's symptoms. The toxicologist stated that the risk of an adverse reaction to nitrous oxide exposure was extremely low. The channel medsystems medical affairs representative further explained that the cerene device is a closed system with liner integrity checks built into the software of the device, therefore direct exposure to nitrous oxide was unlikely. The toxicologist was more concerned with any oral, topical, or injected medications that were used. The physician stated that the patient "maybe" took a motrin but nothing else. The physician reported that the patient went to the emergency room the same day. She was administered motrin for uterine cramps and was fine within one hour of arriving. Her facial symptoms and extremity numbness (which was not reported by the physician initially) completely went away. The physician stated that he believed the patient's symptoms were caused by an atypical panic attack triggered by post-procedure cramps.

Manufacturer narrative:
Preferred term for adverse event clinical code would be "difficulty keeping eyes open".